Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an internal fault on the controller at 1:24 am. The patient will undergo a controller exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm being displayed on the system controller was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned system controller contained approximately 3+ days of data ((B)(6) 2021 to (B)(6) 2021 per the timestamps). A controller fault alarm activated on (B)(6) 2021 at 01:24:34 due to a lcd communication fault. The alarm continued for the remainder of the log files. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned controller was connected to a test power module and system monitor, and a controller fault alarm associated with an lcd communication fault activated, reproducing the reported event. The alarm did not affect the controller's ability to operate a mock circulatory loop. Further evaluation of the controller isolated the issue to the lcd bitmap software being corrupted. The bitmap was reloaded onto the lcd printed circuit board (pcb) and issue resolved. After reloading the lcd bitmap the returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported controller fault alarm was determined to be caused by corrupted lcd bitmap software; however, the root cause could not be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2021. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including replace system controller alarms, and the actions to take when the alarm occurs. The patient handbook and the patient instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.